Manufacturer narrative:
Qn#(B)(4). The customer report of extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The catheter was inserted on (B)(6)2023 and the patient received dialyis the same day. It was reported during a turn the infusion lumen became lodged beneath the patient and broke off. There was no harm to the patient and the device was removed. It was reported therapy was delayed as the catheter was removed prior to therapy completion. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The catheter was inserted on (B)(6) 2023 and the patient received dialysis the same day. It was reported during a turn the infusion lumen became lodged beneath the patient and broke off. There was no harm to the patient and the device was removed. It was reported therapy was delayed as the catheter was removed prior to therapy completion. The patient's condition is reported as fine.